Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device disposition is unknown.

Event description:
During pelvic surgery the drill broke off, damaging the two sleeves. Procedure was completed successfully with no surgical delay or adverse consequences reported.